Manufacturer narrative:
Analysis confirmed the reported event; the stylus and cursor did not align on the screen. The overlay/bezel assembly was found out of electrical specification. Analysis also found the right keyboard hinge was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was "about an inch off in accuracy." The stylus pen was replaced, but it did not resolve the issue. The programmer has been returned for repair. No patient complications have been reported as a result of this event.